Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately at 6:30pm on (B)(6) 2017, when the patient obtained an alleged inaccurately high blood glucose result of ¿58 mg/dl¿ on the subject meter compared to ¿33 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with humalog and lantus insulins and had administered 5 units of humalog at 8am on (B)(6) 2017. The reporter stated that 15 minutes prior to obtaining the alleged inaccurate result, the patient had become ¿non-responsive¿ and ¿could have died¿. The reporter indicated that the patient was treated at 6:45pm on (B)(6) with food and drink by a non-hcp and paramedics were called. No further treatment or medical intervention were reported. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The reporter indicated that the low battery indicator was appearing on the meter and the cca provided education on the meaning of this symbol. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Unresponsive with third party treatment. Although the patient¿s symptoms occurred prior to him obtaining the alleged inaccurately high result, the alleged meter issue could not be ruled out as a cause or contributor to the event.